Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 500 mg/dl, which was treated with manual injections. Customer had symptoms of thirst. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, it was found that setting were incorrect for basal. Customer declined further troubleshooting stating that high blood glucose was due to incorrect basal settings.